Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the rca, occurred in context of a post-dilatation. Advancing the pk papyrus stent system into the mid rca stented segment was challenging and resulted in dislodgement of the stent. Attempts to capture the stent were unsuccessful. Finally, the stent was dilated and trapped against the endothelium. St elevation and closure of perforation with procedure prolongation was reported. Acute stent thrombosis, confirmed on imagining, related to pk papyrus. Final angiography revealed excellent timi-3 flow and no evidence of perforation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause was identified. The treating physician rated the procedure outcome as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.